Manufacturer narrative:
Please note this date is an approximation of the patient's reported event date of "(B)(6) 2018." If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the issue had occurred in (B)(6) 2018. The issue had reportedly occurred while they were in the backseat of a minivan, while their controller remained in the front of the vehicle, where they had no access to it. It was alleged that the patient¿s ¿battery pack controller synced with the van¿ and that their stimulation ¿strength was increasing with acceleration¿ and ¿decreasing with deceleration.¿ the patient noted the issue was resolved at the time of follow-up as they kept their device off while riding in the vehicle, though it was further noted that this was ¿quite uncomfortable¿ when they were managing lumbar pain. The patient did not see a physician for the issue as it was ¿not necessary.¿ the patient reportedly ¿still loved¿ their stimulation device and stated that it was a ¿great tool for managing [his] lumber pain.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their stimulation on and set to their desired strength, but as the driver accelerated the van, the stimulation increased in strength and the patient said "almost sending me through the roof." The patient stated that the control pack was in front floorboard and they were stuck in a seat belt. The patient said that when the driver came to a stop sign the stimulation decreased back to normal, but then accelerated and the strength increased. The patient stated that they were somehow synced to the van with the battery pack and the van rear seat. The patient said they 'almost created a new sun roof in the van." No further complications were reported/anticipated.